Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 54-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: concomitant medication was denied. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain on the right"), back pain ("inexplicable back pain"), vulvovaginal pain ("vaginal stinging pain"), fatigue ("fatigue (extreme)"), arthralgia ("pain in the hips"), feeling abnormal ("brain fog"), disturbance in attention ("poor concentration") and gastrointestinal disorder ("intestinal symptoms nos"). The patient was treated with surgery (essure has been removed, including the fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vulvovaginal pain and arthralgia outcome was unknown, the abdominal pain had resolved with sequelae, the back pain, fatigue and disturbance in attention was resolving, the feeling abnormal had resolved and the gastrointestinal disorder had not resolved. The reporter considered abdominal pain, arthralgia, back pain, disturbance in attention, fatigue, feeling abnormal, gastrointestinal disorder, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: since the removal, the brain fog is gone, concentration has improved, back pain is almost gone. Still have intestinal symptoms. A lot less fatigue, I feel more energetic quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: patient's last name updated; date of birth provided; foreign body material was removed was deleted as event and considered as pelvic pain treatment, new events intestinal symptoms, abdominal pain on the right, fatigue (extreme), inexplicable back pain, pelvic pain, pain in the hips, brain fog, poor concentration, vaginal stinging pain added; hospitalization was denied; the use of concomitant medication was denied; events outcome provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material was removed') in a female patient who had essure inserted for female sterilization. On (B)(6)2010, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 1 month after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 54-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: concomitant medication was denied. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain on the right"), back pain ("inexplicable back pain"), vulvovaginal pain ("vaginal stinging pain"), fatigue ("fatigue (extreme)"), arthralgia ("pain in the hips"), feeling abnormal ("brain fog"), disturbance in attention ("poor concentration") and gastrointestinal disorder ("intestinal symptoms nos"). The patient was treated with surgery (essure has been removed, including the fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vulvovaginal pain and arthralgia outcome was unknown, the abdominal pain had resolved with sequelae, the back pain, fatigue and disturbance in attention was resolving, the feeling abnormal had resolved and the gastrointestinal disorder had not resolved. The reporter considered abdominal pain, arthralgia, back pain, disturbance in attention, fatigue, feeling abnormal, gastrointestinal disorder, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: since the removal, the brain fog is gone, concentration has improved, back pain is almost gone. Still have intestinal symptoms. A lot less fatigue, I feel more energetic. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material was removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 1 month after insertion of essure. The patient was treated with surgery. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.